Event description:
It was reported that during a laparoscopic procedure, air leaked soon with a boo sound. Air leaked while no instruments such as a forceps were being inserted into the device. Another device was used to complete the case. There were no adverse consequences for the patient. The pneumoperitoneum apparatus indicated the abdominal air pressure was 10 mmhg/min and high flow. Four devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.